Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 6 months after the dental implant was placed in ada site 7 in the mouth, the implant had not achieved osseointegration in type I bone. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 6 months after the dental implant was placed in ada site 7 in the mouth, the implant had not achieved osseointegration in type I bone. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).